Manufacturer narrative:
Technician inspected the bed and found that 3 lift arm strap bolts were missing from the lift arm pivot block/strap area. The remaining bolt was loose and hanging. This condition allowed the bed to tilt. Technician informed the account that these bolts are to be inspected every 6 months per the service manual (B)(4), "inspecting the pivot point fasteners". When technician asked about the pm schedule of the bed, the customer refused to answer any further questions. The customer will repair the bed. Repair has not yet been completed.

Event description:
Facility alleged that they were pushing an affinity bed with a pt on the bed to the c section room for a baby delivery and the frame of the affinity bed collapsed, throwing the pt out of the bed. (B)(6) alleged that pt was shaken up. No report of injury.